Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell two while the patient was connected. During troubleshooting, it was determined that there was a leak from an unspecified location that led to this alarm. The patient stated that they saw some drops of fluid on the table near the cycler and could not identify if it was coming from the lines or bags. All bags were properly connected and the patient did not observed any damages with the supplies. The patient ended therapy session and called their peritoneal dialysis registered nurse regarding the issue. The patient was advised to complete therapy with manual supplies. Renal therapy services (rts) assisted the patient to power on cycler and follow steps to disconnect supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.